Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2026. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) on (B)(6) 2026, and imaging showed a peri device leak located on the superior aspect of the closure device with the channel measuring 7mm. The patient will be scheduled for a computed tomography (CT) scan and will remain on blood thinners until further evaluation can be done.